Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This MDR represents the ventrio mesh (device 3). An additional supplemental emdr was submitted to represent the composix kugel patch (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2008 - patient was diagnosed with recurrent ventral hernia (x2) and umbilical hernia thereby underwent open repair with the implant of composix kugel patch (device 1) and ventralex mesh (device 2). Per operative notes, ¿umbilical and ventral hernia (x2) sac were dissected out. A composix kugel patch (device 1) was placed into the ventral side and sutures. A ventralex mesh (device 2) was placed into umbilical region and sutures.¿ (B)(6) 2009 - patient was diagnosed with recurrent ventral hernia, adhesion thereby underwent open repair with implant of ventrio mesh (device 3). Per operative notes, ¿hernia sac was dissected out. Previously placed mesh was intact. A ventrio mesh (device 3) was placed and sutured.¿ (B)(6) 2018 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with implant of bard flat mesh (device 4). Per operative notes, ¿recurrent ventral hernia was situated just above the previous repair. Hernia sac was dissected out. A bard flat mesh (device 4) was placed into the preperitoneal space and sutured. Inferiorly the mesh was incorporated into the previous repair.¿